Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump annunciated a high blood glucose (bg) notification stating that a high bg value was entered into the pump. Blood glucose was 284 mg/dl. The customer denied having entered values into the pump at the time of the notification. Although requested, the customer declined to upload the pump data logs for a review of the reported issue to be performed.